Event description:
Rptr started having tia's and seizures this year and rptr decided to get the implants out. The implants are blue and filled with living micro organism as well as mold and fungus. No wonder rptr was sick.